Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply and repaired a bent pin in the lemo connector. System operates as intended. (B) (4).

Event description:
The customer reported, the system will not produce an image. No patient injury was reported.